Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/23//2016. The fse confirmed an obstruction or improper sealing of the bsv (blood sampling valve) sections, which was causing the rbc bath not to fill completely when counting on startup, contributing to the high startup background failures. The bsv assembly was replaced, resolving the event. (B)(4).

Event description:
A customer reported that a coulter hmx hematology analyzer experienced startup background failures for wbc (white blood cell) and rbc (red blood cells). Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event.